Manufacturer narrative:
The device has been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref # (B)(4).

Event description:
Report received from USA stating that the "device not work". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.